Manufacturer narrative:
MDR made in error with incorrect reportability and grid update.

Event description:
No additional information.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris secondary set had air in line the following information was received by the initial reporter with the following verbatim clinicians had questions about bulging tubing and if they could be causing ois, or if the bulge could be big enough to open the pump door. They stated vancouver had reported bulging tubing, and were considering their ois to be potentially related to tubing (this has been previously reported to bd). Cpc discussed the bulging event she is aware of from vancouver (reported to bd) was likely due to using a power injector with alaris IV sets which is not possible, as they are not labeled for use with power injectors. Cpc also discussed potential causes of bulging e.g. Not clamping above smartsite being used for an IV push. We discussed that we are not aware of bulging tubing contributing to over infusions.